Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic broke upon partial insertion of an intraocular lens (iol) into the left eye of a patient. Surgery was completed with a non-johnson & johnson replacement lens. There were no surgical and/or medical interventions required. It was confirmed that the patient outcome was good and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: aug 25, 2021 section h3: device evaluated by manufacturer¿ yes device evaluation: visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.